Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous proximal of the left anterior descending artery. After a non-bsc guidewire crossed the lesion. The indeflator dial meter was initially observed to rise but was immediately seen to drop afterward. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the first inflation at 2-6 atmospheres, the balloon ruptured. The procedure was completed with a non-boston scientific device. There were no patient complications reported.